Event description:
It was reported that during an unknown procedure there was a solid tone with error code 5. Reinstalled but could not pass self-test. The titanium tip broke during the third self test (outside of patient) changed to another one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and it was returned with the device and with the rotational knob damaged. The remaining blade portion was scratched. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 is blade damage. The device was disassembled to verify the condition of the internal components and the rotation knob was broken at the pin hole interface, not allowing the clamp arm to properly open and close. In addition, the damage to the rotation knob affected the interface between the hand piece and the device. No conclusion could be reached as to what caused the damaged rotation knob pin hole. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade.